Manufacturer narrative:
Evaluation summary: the creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap de-centration, incomplete flap creation, flap tearing or incomplete lift-off. The system was examined by a company representative who did not indicate finding anything associated with the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Event description:
Additional information was provided by an ophthalmologist via a completed questionnaire. Treatment with excimer laser was rescheduled 7 days after the event.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. Software version 2.30b. (B)(4).

Event description:
A health professional reported that after uneventful flap cut, a tissue bridge located centrally was detected while attempting to open the flap. The bridge was severed manually by the surgeon with a phacolance with difficulties. The following lasik procedure was postponed. Additional information has been requested but not received.